Manufacturer narrative:
Brand name: dawson-mueller multipurpose drainage catheter. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported air bubbles were coming out of the "connecting hub" on a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter when the physician was draining the abscess. The procedure was completed with the exchanged device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information was requested but is not forthcoming from the user facility at this time.

Manufacturer narrative:
Investigation: evaluation: a review of the documentation, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. A mac loc catheter was returned in used condition with no surface damage noted on the device. The mac-loc of the device was found to be in the unlocked position. There was a yellow discoloration on the distal end of the catheter. Tug and twist tests conducted revealed that the proximal assembly was secure. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Upon removing the cap, the suture string was found to be wound in the threads. The flare appeared to have a lip, but due to the compression of the flare within the cap and the potential for damage upon removal, it is unknown if the flare was manufactured to specifications. Various measurements taken during dimensional analysis confirmed that the device was manufactured to specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Due to the lot number being unknown, a review of previous complaints and nonconformances could not be performed. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel will be notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.